Manufacturer narrative:
Product complaint #: (B)(4). Batch # p57m5k. Device evaluation summary: the analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload loaded on the device. The reload was a received void of staples, with the washer cut, with the drivers exposed and with the knife recessed below. In addition, the returned cartridge was noted to have 10 staples stuck in the washer. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the surgeon fired the device in low anterior resection case. When he fired the device, it's shaft part was divided into two pieces. I'm not sure how it happened, but the surgeon told me it might have happened due to the high pressure, which comes from the thick tissue. Nurse told me surgeon used the new device to close the case. No patient effect has been detected so far.